Manufacturer narrative:
On 7/17/2020, it was reported to mentor that the patient experienced capsular contracture baker grade IV. The device was discarded. The right breast implant was malpositioned. The replacement devices were mentor silicone round smooth 500cc. On 7/20/2020, the mentor failure analysis lab has received the photo for evaluation. On 7/24/2020, upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Please ship the product back to us with the attached form signed to receive a more detailed analysis about your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the product, please contact our team using the information contained at the end of this letter. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Implant rupture and capsular contracture complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 7376341, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove surgical intervention, to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: surgical intervention, capsular contracture baker grade iii and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and experienced surgical intervention, capsular contracture baker grade iii and rupture on the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 500cc on (B)(6) 2020.